Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the day of implant, the patient "picked out" the implantable cardiac monitor. The device is no longer in use. No patient complications have been reported as a result of this event.